Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation grade 5. Xtw (lot: 31201r2003) was implanted anterior-septal successfully, reducing tr to grade 1+. On (B)(6) 2025, the patient returned for a routine follow-up. Transthoracic echocardiogram was performed and revealed the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and severe recurrent tr. No intervention was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. : h6 health effect- impact code: 4607 removed, 4614 added.